Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy.  The peritonitis was manifested as cloudy peritoneal effluent. The cause of the peritonitis was unknown.  On an unreported date, the patient was treated with unspecified medication for the infection. At the time of the report, the patient remained hospitalized, but was reported to have recovered from the peritonitis. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.